Event description:
It was reported to the company that the pt experienced a loss of auditory sensation and out of range impedances. External equipment was exchanged. However, the problem was not solved. Testing performed showed that the device was not functioning. Advanced bionics is in the process of gathering more info.